Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad was severely worn. The coating for electric insulation of the probe was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the coating for electric insulation of the probe and the tissue pad were damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has been warned in the instruction manual as follows: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic hysterectomy, two of the subject devices were used. In the procedure, the tissue pad of the first device was worn and probe damage error occurred. It was reported that the probe had crack. The second device was used but the tissue pad was worn and probe damage error occurred. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the second device. On september 3, 2019, olympus medical systems corp. (Omsc) found that the tissue pad was severely worn and the coating for electric insulation of the probe was partially missing. This is the report regarding the severely worn tissue pad and the missing of the probe coating of the second device.